Event description:
During evaluation of a returned spectrum pump, the device's ok button was found to have intermittent function. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the "ok" button had intermittent function. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.